Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, hemostasis was achieved by the device. The next day, however, the patient reported pain in the groin area when active but not at rest. On (B)(6) 2011, a femoral angiogram showed a back wall stitch in the access site. Surgical intervention was performed, the access site was closed, and hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. It should be noted that the IFU under precautions reads: use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. In this instance, based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product.